Event description:
Procedure: lavh. According to the reporter: while closing the vaginal cuff during a laparoscopic hysterectomy, the needle became disengaged. The needle was not located after xray and is still in the pt. There was no bleeding reported in excess of 500cc. The case was extended by more than 30 minutes. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).